Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable at the distal clevis hub is frayed. There is no damage at the clevis. Failure analysis investigation also found that the distal pulley exhibits mechanical indentations and burrs. There are indentations at the inner edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the damage to the pulley was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed pitch cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, upon inspection of the instrument it was noted that the wire on the mega suturecut needle driver instrument was frayed. There was no report that any piece(s) from the instrument fell into a patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument. The planned surgical procedure was completed.